Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. They are unsure if there was any harm to the patient or if a repeat procedure was performed. An x-ray was performed in order to retrieve the capsule. There was nothing unusual about the patient or the procedure, and an endoscopy was performed prior to the procedure and showed the esophagus to be normal. The patient and the user did not experience any injury or harm due to the alleged device malfunction. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.